Manufacturer narrative:
(B)(4)

Event description:
It was reported that no capture and impedance out of range was observed. On (B)(6) 2016, the lead was capped and replaced due to lead fracture. Lead will not be returned.